Event description:
Patient requested port be removed. Under moderate sedation, surgeon attempted to remove the port. During the removal of the implanted vascular device, it appeared that a portion of the catheter remaining the patient. This was confirmed via x-ray. Patient was transferred to a higher level of care with interventional radiology for removal of remaining tubing. This is a 59-year-old female who presents with a central venous was that was placed in 2007 for chemotherapy. She was finished her treatment and would like to have the port removed. She was taken to the operating room placed in the supine position. Monitored anesthesia was induced and the skin over the port was anesthetized with 5 cc of 0.25% marcaine with 1% lidocaine. A an incision was made at the previous incision site over the port site. This was dissected down through the scar tissue to the port with electrocautery. The capsule was opened with electrocautery and the port was grasped. The stitches were cut with a curved metzenbaum scissors. The port was easily removed but the catheter was broken about 4 cm distal to the port. It appeared to be fractured where the port possibly curved underneath the clavicle. The incision was closed with interrupted 3-0 nylon suture. A stat chest x-ray was performed and the retained catheter was visualized extending to the superior vena cava. The patient was transferred for interventional radiology for removal of the fractured of the catheter. The patient was in good condition during the transfer. Complications - fractured catheter retained. FDA safety report ID # (B)(4).